Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer had pump in bathroom during shower exposing it to condensation and humidity. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.